Event description:
It was reported during an ablation procedure a blood leak occurred from the hemostasis valve of a swartz braided transseptal introducer. The physician inserted a guidewire into the pt and then the sheath/dilator assembly. He flushed the sideport of the introducer and inserted a catheter through the hemostasis valve and noted blood leaking from the hemostasis valve. Another device was used to complete the procedure without consequences to the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.